Event description:
Additional information was received that the device was reprogrammed to resolve this event.

Event description:
During a remote follow up, far field r- wave oversensing and inappropriate automatic mode switch were observed on the device. No intervention has been performed. The patient was stable.